Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 7 (cat7) confirmed it was fractured. Evaluation revealed stretching and signs of torquing near the fractured location. If the cat7 is torqued and retracted against resistance, damage such as stretching and fracture may occur. Further evaluation revealed kinks and ovalization on the catheter. This damage was incidental to the complaint, and the root cause could not be determined. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the common femoral artery (cfa) and the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt) and a non-penumbra sheath. The physician performed two passes using the cat7. While aspirating with the cat7, saline was observed entering the canister. The physician decided to withdraw the cat7 for flushing; however, resistance was encountered. It was noted that the cat7 was not moving under fluoroscopy. The physician continued to retract the cat7 and it fractured near the distal end. The physician then cut the sheath and removed the remaining distal segment of the cat7 using a hemostat. No portion of the cat7 was in the patient¿s body. The aspiration tubing performed as expected, as the presence of aspirated saline is consistent with damage to the cat7. The physician decided to abort the procedure. There was no report of an adverse effect to the patient.